Event description:
It was reported that the patient was experiencing a "big" increase in seizures after being almost seizure-free. The physician felt it was caused by the generator nearing end of service. A battery life calculation was performed which resulted in approximately 0.2 years remaining until eri - yes. The patient's medications were increased to address the seizures and the patient had her generator replaced. Attempts for further information and product return have been unsuccessful to date.